Event description:
It was reported that multivitamins were leaking into the clear fluid bag during use of an em2400 valve set; yellow staining of fluid was observed. The issue was identified during compounding (d20 + heparin + calcium) which was not intended to contain multivitamin. The valve set was inspected and no visible chipping or erosion was present. A new valve set was used to continue with compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted a medwatch for this event; however, the report # was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.